Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2019) is considered to be the best estimate. Updated data: a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.a (date of implant), d6.b (date of explant), g3, g6, h2, h4, h6,h10 this supplemental emdr represents the bard/davol ventralight st mesh (device 2). Additional supplemental emdrs were submitted to represent bard/davol ventralex mesh (device 1) and ventralight st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2014 and/or (B)(6) 2019 and/or (B)(6) 20. As reported, the patient is making a claim for an adverse patient outcome against all the device. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional ventral incarcerated hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿an incision was made at the midline just above the umbilicus. The hernia sac was dissected out. A ventralex mesh (device 1) was placed inside the abdomen and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with ventral incisional hernia, adhesion, hereby underwent robotic assisted repair with implant of ventralight st mesh (device 2) and explant of ventralex mesh (device 1). Per operative notes, ¿an incision was made to the left upper quadrant. The hernia sac was dissected out from abdominal wall from the umbilicus. Previously placed (device 1) was excised entirely. A ventralight st mesh (device 2) was placed into the abdominal wall and secure it with sutures.¿ (B)(6) 2020 - patient was diagnosed with recurrent ventral hernia, abdominal pain, thereby underwent laparoscopic repair with implant of ventralight st mesh (device 3) and explant of ventralight st mesh (device 2). Per operative notes, ¿an incision was made in the left upper quadrant. The hernia sac was dissected out from abdominal wall. Prior (device 2) mesh was excised entirely from abdominal wall. A ventralight st mesh (device 3) was placed into the abdominal wall and secure it with sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and ventralight st on (B)(6) 2014 and/or (B)(6) 2019 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all the device. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdrs were submitted to represent the bard/davol ventralex st patch (device #1 & device #3). Should additional information be provided, a supplemental emdr will be submitted.